Event description:
During troubleshooting of a check heater line alarm, the baxter technical service representative (tsr) had the home patient (hp) disconnect the two drain line extensions that are were a few days old, then press go. The cycler started filling so the tsr recommended that hp change out the drain line extensions. The hp stated that he would drain into a drain bag for tonight. The hc was filling the hp at a normal rate and hp continued therapy. The hc is okay. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the reuse of drain line extensions. The hp reported that the issue was resolved, by disconnecting the drain lines and draining straight into the drainbag. The hp said he did not realize that he was suppose to use them only 1 time. The hp stated that he now discarding them after every use. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint was confirmed for use error of reusing single use products, although the assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.